Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation procedure, it was impossible to correctly connect the catheter to the cable connector due to external material present in the connector dock on the catheter handle. The cable was secured to the catheter handle using a sterile adhesive strip. At the end of the procedure, during recapture of the catheter into the sheath, the catheter array became tangled and formed a knot, reportedly due to the influence of the adhesive strip in the slider. The catheter was removed from the patient without any problem. The procedure was completed with pulsed field ablation. No patient complications have been reported as a result of this event.